Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j10911r66, implanted: (B)(6) 2001, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 527 mcg/day) via an implantable pump for intractable spasticity and spinal cord injury. It was reported the patient's pump was being replaced for end of life (eol). Upon disconnecting the existing catheter from the pump, there was no retrograde cerebrospinal fluid (csf) flow visualized from tip of catheter. They were still unable to obtain fluid from proximal end of catheter after attaching new pump to existing catheter and attempts to withdraw csf from the catheter access port (cap) with a non-coring 24-gauge needle. The decision was made to replace the entire catheter with an 8780. While explanting the existing catheter, the neurosurgeon encountered resistance "likely due to catheter developing scar tissue" which broke into segments while explanting. The documented length of the catheter was 71 cm vs total 69 cm of explanted catheter length. The neurosurgeon informed that 2 cm of old catheter remained in the patient. The neurosurgeon stated it was likely in the patient's flank. The iss ue was resolved.

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body ¿ broken¿ and ¿catheter pump connector ¿ leaks between metal pin and white material¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.